Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range (541-572 mg/dl) the customer took boluses to stabilize bg level. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.